Manufacturer narrative:
1/6/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a lavh procedure. Reportedly, the instrument was difficult to disassemble. The hosp has reported no pt injury occurred.